Manufacturer narrative:
The duragen 4x5 1 pack ce (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Based on the information provided and lack of sample availability for evaluation, the complaint is considered unconfirmed. However, a scientific affair assessment was performed and concluded that there was ¿insufficient information to determine cause of csf leakage. Csf leaks are an unexpected outcome of cranial surgery, particularly where there is underlying hydrocephalus that is undetected and untreated.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 4x5 1 pack ce (id4501i) was used during surgery for a metastatic brain tumor in (B)(6) 2023. There were no problems after the surgery; however, in early (B)(6) 2023, a capsular cyst developed due to cerebrospinal fluid (csf) leakage. When duragen was placed, duragen slightly overlapped the dural defect and was fixed with physiological saline alone. According to the physician's comment, duragen may have been smaller than the dural defect. The patient is in the follow-up. There was no known delay in surgery reported.